Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve popped out so the balloon would not hold air. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).